Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2007-01226 and 9616099-2007-01227. Additional info will be submitted within thirty days upon receipt.

Event description:
This report was rec'd from hopital in another country via the clinical studies associating three cypher stents with q-wave myocardial infarction three years after implantation. The diagnosis was based on electrocardiogram. The only info reported regarding the vessel and lesion characteristics was that the lesions had a greater than 50% stenosis. A 23mm cypher stent was implanted in the mid right coronary artery, a 23mm cypher in the mid left anterior coronary artery and another 23mm cypher in the circumflex. Three years later, the pt presented with q-wave myocardial infarction, which was diagnosed, based on electrocardiogram. The relationship between the event and the cypher stents was not provided.